Event description:
A malfunction was reported on the pump, identified by the code malf 12, and although the code was resettable, it recurred after being reset. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.